Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1889 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that thrombosis occurred with the wall of the catheter placed in the right subclavian vein. No other information provided.